Event description:
It was reported that there was particulate matter in the balloon of a large volume intermate. This was noted during filling. There was no patient involvement. No additional information is available. This is report 3 of 4.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation. A visual inspection identified white particles floating in the fluid within the bladder. A spectrophotometer scanning identified the particulate matter to be acrylic material. The cause of the particulate is unknown. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional relevant information is obtained, then a follow-up MDR will be submitted.